Event description:
It was reported that during a knee scope, the device produced shavings in the patient's knee which were not removed. Right knee arthroscopy.

Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was confirmed. The evaluation revealed metal gouging found on the outer surface of the outer tube. Based on the information provided and device evaluation, the typical cause(s) of this event is user mechanical damage such as hitting the device against another device or excessive bending forces being applied during use. Material analysis confirmed correct material type. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up submission is to correct: facility name and address. Device lot number, event date and report date. In reviewing the op report, no evidence was found showing fragments from the mini tightrope remained in the patient's second toe as was originally reported. Device history record review revealed nothing relevant to this event. The contribution of the device to the event as originally reported could not be determined as the device was not returned for evaluation. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.

Event description:
It was reported that the original surgery was in 2005 for a bunion correction of the left foot. On or about (B)(6) 2010, patient consulted with surgeon regarding the pain she was having in her feet. On (B)(6) 2010, a second surgery to fix hallux varus and hammer toes x 3. As the surgeon pulled the suture from the mini tightrope through the bone to pass the button, the suture broke. Due to the patient's medical history of past pulmonary embolism, the surgeon did not attempt to redrill any new holes for another mini tightrope. Instead, a small piece of the adductor tendon was used in the same hole drilled for the tightrope. He used a piece of o vicryl and sutured the adductor tendon to it hoping to correct the hallus varus deformity.